Event description:
Name of procedure being performed: hysterectomy w/ bso. Detailed description of event: complaint created based off feedback 6413. Submitted to feedback portal on 15mar2024. [From hospital]: "the surgeon planned to do a vnotes hysterectomy. While creating the colpotomy, the surgeon discovered that this patient had an abnormally long cervix. A comment was made that this was perhaps the longest he had ever seen. At that time, he decided he would continue to do the hysterectomy vaginally and use vnotes for the tubes and ovaries. After completing a vaginal hysterectomy and placing the v-path, the right tube and ovary were easily resected. The surgeon then proceeded to the patient's left side, where they discovered that half of the ovary was entrapped beneath the inner ring of the alexis. The surgeon attempted to mobilize the ovary from beneath the ring but was unable to do so. He removed the alexis sheath and reinserted it. The account manager providing the case feedback, [amr team member], is unsure if the surgeon performed a tissue sweep after inserting the alexis sheath either time. Upon laparoscopic entry, the surgeon noted that the left ovary was still partially entrapped beneath the inner ring of the alexis. Further examination revealed that many adhesions on the sidewall were adhered to the ovary, which prevented it from being mobilized. The surgeon stated that he believed the cause of tissue entrapment to be the adhesions fixing the ovary in place. He noted that this patient's adhered anatomy was the reason the tissue was entrapped beneath the inner ring. The surgeon took the left fallopian tube and left the left ovary in place. Feedback is for the c2a12, but the device was included in gk180." Additional information received from [account manager] via email on 27mar2024: "this procedure was performed using gk180 ¿ eb210 and c2a12 were used. Instruments and retractors were used from laparoscopic and vaginal trays. No additional instruments were used. Lot number is unknown for gk180 or c2a12. Device is not available for return because it was properly disposed of after the case. The surgeon does not think of this event as a complaint and is looking forward to future vnotes cases." The product is not available for return. Type of intervention: the surgeon took the left fallopian tube and left the left ovary in place. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. The complainant did not allege any malfunction with an applied medical device. Based on the description of the event, it is likely that the tissue entrapment was caused by the failure to perform a sufficient tissue sweep to ensure that tissue was not entrapped beneath the inner ring of the alexis. The instructions for use (IFU) states that ¿before retraction of the outer ring, sweep area with fingers to ensure tissue is not trapped between the inner ring and peritoneum.¿

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Name of procedure being performed: hysterectomy w/ bso. Detailed description of event: complaint created based off feedback (B)(4). Submitted to feedback portal on (B)(6) 2024. [From hospital]: "the surgeon planned to do a vnotes hysterectomy. While creating the colpotomy, the surgeon discovered that this patient had an abnormally long cervix. A comment was made that this was perhaps the longest he had ever seen. At that time, he decided he would continue to do the hysterectomy vaginally and use vnotes for the tubes and ovaries. After completing a vaginal hysterectomy and placing the v-path, the right tube and ovary were easily resected. The surgeon then proceeded to the patient's left side, where they discovered that half of the ovary was entrapped beneath the inner ring of the alexis. The surgeon attempted to mobilize the ovary from beneath the ring but was unable to do so. He removed the alexis sheath and reinserted it. The account manager providing the case feedback, [amr team member], is unsure if the surgeon performed a tissue sweep after inserting the alexis sheath either time. Upon laparoscopic entry, the surgeon noted that the left ovary was still partially entrapped beneath the inner ring of the alexis. Further examination revealed that many adhesions on the sidewall were adhered to the ovary, which prevented it from being mobilized. The surgeon stated that he believed the cause of tissue entrapment to be the adhesions fixing the ovary in place. He noted that this patient's adhered anatomy was the reason the tissue was entrapped beneath the inner ring. The surgeon took the left fallopian tube and left the left ovary in place. Feedback is for the c2a12, but the device was included in gk180." Additional information received from [account manager] via email on 27mar2024: "this procedure was performed using gk180 ¿ eb210 and c2a12 were used. Instruments and retractors were used from laparoscopic and vaginal trays. No additional instruments were used. Lot number is unknown for gk180 or c2a12. Device is not available for return because it was properly disposed of after the case. The surgeon does not think of this event as a complaint and is looking forward to future vnotes cases." The product is not available for return. Type of intervention: the surgeon took the left fallopian tube and left the left ovary in place. Patient status: no patient injury.